Event description:
Based on additional information received on 20-mar- 2018, this case initially processed as non-serious was upgraded to serious as the event of synovitis required intervention. This unsolicited case from (B)(6) was received on (B)(6) 2018 from the health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after 1 day the patient experienced synovitis. No relevant medical history, past drugs and concurrent condition was reported. On (B)(6) 2018, the patient received treatment with intra-articular synvisc one injection, one dose (indication, lot number and expiration date: not reported). On (B)(6) 2018, 1 day after receiving the injection, the patient presented pain in the knee (knee unspecified). It was like synovitis according to the patient. It was reported that 24 hours after the application of synvisc one, the patient experienced pain with edema and joint effusion, probably due to synovitis. On (B)(6) 18, the physician examined the patient and performed an arthrocentesis and steroid infiltration (drug not specified) and the patient recovered. During the next week after the application, patient complained again about pain. Currently, the patient had a satisfactory progress. Corrective treatment: arthrocentesis and steroid infiltration outcome: recovered. Seriousness criteria: required intervention for synovitis a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and results were received for the same. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 20-mar-2018 and 22-mar-2018 (all information processed together with clock start date tick with 20-mar-2018) from healthcare professional. Case became serious. Symptoms of synovitis were added, outcome updated from unknown to recovered and its corrective treatment was updated. Suspect product therapy regimen was updated. Ptc results and global ptc number was added. Clinical course was updated. Text amended accordingly.